Manufacturer narrative:
The reported event that the black seal around the led light came off was confirmed during visual inspection. It was observed that the large led lens was broken off. Any physical impact to the navigated instrument can cause product damage or operational failure due to battery movement.

Event description:
After the completion of a surgical procedure, while in the sterile processing department, the black seal that surrounds the led of the device was identified as missing. No patient involvement, surgical delays, medical interventions, or adverse consequences were reported with this event.

Event description:
After the completion of a surgical procedure, while in the sterile processing department, the black seal that surrounds the led of the device was identified as missing. No patient involvement, surgical delays, medical interventions, or adverse consequences were reported with this event.